Event description:
It was reported that during an unknown procedure, "diagnosis: esophageal cancer. The device fired p to p. Some staples didn¿t come out. The tissue was cut but the staple line was not complete. The surgeon used hand sewing to complete the procedure. Slight bleeding was found from the anastomosis the next day. The patient is in intensive care now and drainage is taken. The information will be updated when available."

Manufacturer narrative:
Additional information: additional information was requested and the following was obtained: please confirm the product code used during this event? Cdh25. Please confirm if p to p means plastic to plastic? Yes (completely fired) . Where was the location that the staples didn't come out? Unk. What was the location of firing? Unk. What structures were being put together? Anastomosis of esophagus stomach. Were the donuts checked after firing? Yes. Was there audible and tactile feedback during firing? Yes. Where within the range was the device set? Unk. What is the patients current status? Stable. The analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.